Event description:
It was reported that the peep is not working correctly. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant name, address 1, city, state, country, & postal code: corrected d4. Primary UDI number: corrected. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Front panel was slightly bent, peep (positive end-expiratory pressure) knob is cracked, bottom of case is cracked, and battery cover is cracked. Performed peep testing. The customer's reported problem was verified. Peep is failing at 20. The root cause is that the peep is going out of spec over time. Recalibrated peep needle to solve the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.